Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that the impella 5.5 insertion was aborted due to the patient having congenital pathology (tgv) and the aortic arch was too narrow to rotate the 5.5 properly.

Manufacturer narrative:
The investigation for the reported event, unable to deliver or advance (delivery issue), has been completed. No product was returned. The cause of the deliver issue was determined to be patient condition as the patient had narrow aortic arch and resistance there preventing successful delivery of impella.